Event description:
The dentist reported non integration. The implants never achieved integration and one was dislodged into the left maxillary sinus requiring retrieval.

Manufacturer narrative:
The complaint couldn¿t be verified as an x-ray was not provided by doctor. The implant appears to be in functional condition. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.